Event description:
New bovie smoke evacuation pencil (ref# 0703-046-000) cap piece fell off pencil in middle of case and into total hip incision. Item retrieved and removed by surgeon. This rn reported this equipment malfunction to manager, as these pencils are very flimsy posing a large risk for coming apart.